Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data, which indicated sample probe 3 "pressure transducer clog detect" errors. The customer ran quality control level 1 after the discordant results, resulting low out of range. Ccc aligned sample probe 3 remotely, primed, and ran check 1 which failed for probe leak test. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a broken coupling at sample probe 3 vertical motor. The cse replaced the part as well as the vertical belt. The cse performed alignments and ran a quick check, which passed. Quality controls were run, resulting within range. The cause of the discordant, falsely low mg results was due to a broken coupling at sample probe 3 vertical motor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). Patient (B)(6) was treated with a bolus of mg due to the discordant result. The samples were repeated on an alternate dimension vista instrument, resulting higher. Patient (B)(6) was redrawn after treatment and the result was elevated. No further treatment was administered to this patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.